Event description:
(B)(6) received this lead with information that the patient had died of cardiac arrest. The patient had been in renal failure for 2 years and had cardiac disease for 20 years.

Manufacturer narrative:
Evaluation of device is in progress. A follow-up report will be sent when the investigation is complete.